Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope displayed error code e216. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects were clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle is clogged with foreign objects. Furthermore, the following additional issues were identified during inspection: the angle wires were stretched, adhesive on bending section cover or distal sheath has a chip and crack, adhesive on bending section cover or distal sheath has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, suction connector is dirty due to water leakage, adhesive around objective lens is peeled, adhesive around the light guide lens is peeled, plastic distal end cover has a dent, connecting tube has a scratch, and the connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.